Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the case, the burr continued to run when neither the trigger nor foot pedal were activated. The mako rep in the case activated both the free and emergency stop buttons, but the burr continued to run. Unplugging the burr motor resolved the issue, and the case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. The evaluation concluded that the root cause of this particular issue is the (B)(4) control software rejecting disable signals during periods of high activity or strain, such as excessive torque to the motor. When the disable signals are rejected, the (B)(4) motor continues to spin. Marketing communicated the issue and the workaround ("reset cutter" button) to the sales team during a conference call on (B)(4) 2013. During the communication the sales team was provided with the proper troubleshooting technique should the issue recur, and how to safely stop the burr from spinning. A permanent design solution is in progress.